Event description:
It was reported that the patient presented in the emergency room with a sharp pain in the chest. A CT scan showed a lead perforation. No pleural effusion was observed. The right ventricular lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.